Event description:
A ligasure impact device was being used during a procedure when it was discovered that the cutting functionality was not working. The device was replaced with another during the case and the procedure was completed as planned. No harm came to the patient. The device was sent to clinical engineering and appeared to have no physical deformities. It will be returned to the manufacturer for failure analysis. Per site reporter: the device will be returned for failure analysis.